Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was cracked and unresponsive. The customer¿s blood glucose was 148 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer if back-up therapy was obtained, but no response was received.